Event description:
Dr (B)(6) clinic of (B)(6) implanted alcon cypass micro stent in my left eye after he misdiagnosed me with glaucoma; subsequent assessments with 3 other ophthalmologist substantiated malpractice. Medical tests and results: dr (B)(6). Dr (B)(6). You have my permission to request medical records. I need to get this implant removed. It is causing pain and vision loss and retinal tear as well as endothelial cell loss. I am concerned to avoid the need for a cornea transplant. FDA safety report ID# (B)(4).